Event description:
It was reported that prior to an unknown procedure, the device was articulated 45 degrees, but would not articulate back straight. It was not reported how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
Damaged articulating mechanism. Evaluation summary: the analysis showed that the device was received with the articulation mechanism damaged. The device was received with a reload loaded in the device; the reload was received fully loaded with staples. The returned device was tested for functionality with the returned reload and 2 test reload on the 3 articulated positions; when fired to the left, center and right the staple formation was conforming. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.